Manufacturer narrative:
The account swapped the head and knee plugs and the head works up and down properly. Technical support instructed the account to isolate each siderail and the auto contour but the issue remained. The account then isolated the lockout box, and he is still missing a function. Tech support requested the account to replace the control box. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the head down function will not work.